Manufacturer narrative:
(B)(4). Initial report: additional information, including did the surgeon use corin / trinity instruments to prepare the screw hole, was the cup fully impacted within the acetabulum prior to the insertion of the screw, was it the correct angulation as per the operative technique, was the surgeon satisfied with the cup fixation at the end of surgery an how is the patient doing has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity screw went all the way through the trinity acetabular shell.

Manufacturer narrative:
(B)(4) final report . Additional information including whether the surgeon used corin / trinity instruments to prepare the screw hole, whether the cup fully impacted within the acetabulum prior to the insertion of the screw, whether the correct angulation as per the operative technique was used when inserting the screw, whether the surgeon was satisfied with the cup fixation at the end of surgery and how the patient was doing post-op was requested. The reporter confirmed that trinity instruments were used, and it appeared fully seated, but no more information was provided. The appropriate device details were provided, and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records to the correct material and dimensional specifications at the time of manufacture. Based on the available information, of this event is unknown. Therefore, this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.